Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment. The procedure was completed in other lab. It was reported to philips that the system's footswitch was unable to trigger x-rays. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and confirmed the problem of footswitch was inoperable. To resolve the issue, the fse replaced the wired footswitch. The failure of the wired footswitch can be attributed to the issues resolved in philips correction 2023-igt-bst-004. The defective part was sent for analysis, for wired footswitch failure was observed and the failure was found to be cable was cut the anti-slip was missing and control 1, control 2 and control 3 failed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.